Event description:
Medtronic received information that during the implant of this annuloplasty mitral valve ring, it was reported the circumflex coronary artery was occluded, causing a myocardial infarction as noted by coronary angiography and elevated ck and ck-mg. It was reported that the occlusion possibly occurred due to closing the left atrial appendage, which was also performed during the operation. The patient had no pre-implant coronary pathology and was given heparin during the procedure. A coronary artery bypass operation was performed one day post ring implant. It was reported the occlusion was due to a stitch or some injury to the coronary artery. There was no allegation against the ring or its function. No other adverse patient effects were reported and the patient went to rehabilitation 12 days later.

Manufacturer narrative:
Product analysis: the product remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no allegations against the product or its function. It was reported that the occlusion was caused by a stitch or induced injury to the artery. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.